Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and was suspected to be a peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was not reported. The patient was hospitalized for the event. Treatment and patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.